Manufacturer narrative:
Insulin pump received with reservoir tube lip broken off and the black o ring missing noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test, occlusion test or basic occlusion test due to physical damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 15 mmol/l. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.